Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pm it was observed that cardiosave hybrid, intra-aortic balloon pump (iabp)¿s safety disk replacement was due to exceeding the 6000000 cycles, but pim test failed. After replacing the safety disc and performing an all manufacturer test, it failed, so it needs to be replaced again. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1: initial reporter:(B)(6). Correction field: d5, d8, e1(initial reporter, event site email), e2, e3, e4. Updated field: b4, d9(return to manufacture date), g3, g6, h2, h11. A supplemental report will be submitted upon completion of our investigation.